Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A 510k is not provided since the product code is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's to report a system error(se) 2240 and se 2367 which occurred on home choice (hc) during dwell 1. The baxter technical representative (tsr) explained the alarms. The tsr advised the hp to close clamps, cycle power, and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.